Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that due to the customer's neuropathy, the customer fell down the stairs and the touchscreen shattered. Reportedly, the touchscreen display showed backlight, but no text/graphics. There was no impact to the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.